Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. Upon review, it was noted that in the past years the measurements were high on several occasions. It was recommended continued to monitor. Currently, this rv remains implanted and no adverse patient effects were reported.